Event description:
It was reported that this right ventricular lead exhibited intermittent high out-of-range pacing impedances, measuring greater than 2000 ohms. This issue was related to spring contact issues. The physician will continue to monitor this patient. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).